Event description:
This customer reported a failure to discharge during a patient event. There was no death or serious injury.

Manufacturer narrative:
The device was returned to philips for evaluation. It was determined that there was an incomplete electrical connection between the therapy cable and the therapy port. Replacement of the therapy port and the therapy cable resolved the issue. We are unable to determine what part failed as more than one part was replaced.